Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side rupture, confirmed via CT, pain, and swollen lymph nodes. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.5., d.6b., h.6.

Event description:
Healthcare professional reported a "left side rupture" confirmed via CT and "pain" and "swollen lymph nodes". Later healthcare professional reported "exchange due to the patient's concern with the product". This record is for left side. Device was explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed a broken assessed as an unidentified (tear) opening and missing shell observed assessed as inconclusive. Lymphadenopathy: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported a "left side rupture" confirmed via CT and "pain" and "swollen lymph nodes". Later healthcare professional reported "exchange due to the patient's concern with the product". This record is for left side. Device was explanted and replaced.